Event description:
Patient alleged that device did not give them any insulin after they went to bed -- patient had high blood glucose(~370 mg/dl). No error messages were generated by the device. Patient tried to give 10 units of insulin, and device sounded like it was working, but their blood glucose did not come down. Patient switched to back-up device and delivered a 10-unit insulin bolus,then blood glucose began coming down.